Manufacturer narrative:
Concomitant medical products: 1488tc leads x 2, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after the antibacterial envelope was implanted the patient experienced dramatic irritation and pocket swelling. It was later reported the patient developed bacteremia and the pathogen was identified as coagulase negative staphylococcus. No further patient complications have been reported as a result of this event.